Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover was noted to be burned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical component failure most likely led to the component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope displayed no image regardless as to which ones they plug into. The issue occurred during preparation for use. There were no reports of patient involvement.